Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra soft lancing device lancet does not fire. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist was unable to contact the pt to obtain additional info. The pt said she experienced hypoglycemia after not being able to test due to the lancing device being broken. She did not provide specific details such as symptoms or timing after the issue began. The pt said she took her usual dose of oral diabetes medication; the name and dose were not provided. The cca noted that the pt administered self treatment of food and/or beverage. The cca noted that the pt used the lancing device according to instructions. The lancing device was replaced. This complaint is reported because the pt alleges the lfs lancing device did not fire and she was unable to test. Afterwards, she claims she experienced hypoglycemia and treated herself with food and/or beverage.